Manufacturer narrative:
(B) (4).

Event description:
It was reported that impedance measurements on the patient's device were >4000 ohms on some of the bipolar leads. In addition, the end-of-service (eos/end-of-life (eol) message appeared during the interrogation. Further information was requested.